Event description:
Port was implanted pre-pectoral 4 years ago. Patient returned for chemotherapy treatment. During test infusion, port leakage was observed. Infusion solution leaked from port into subcutaneous tissue and a skin bulge was detected. Pt was immediately transferred to hospital where port had been implanted. X-ray with contrast medium confirmed port leakage. Port was explanted and new port implanted. Catheter was intact but not kept. No other intervention required. A huber 20 ga needle (jetcan, curved) was used. Needle MFR is unknown.